Event description:
During a follow-up in-clinic, loss of capture (loc) was observed on the right ventricular (rv) lead. Rv lead damaged was alleged but not confirmed. Diagnostic imaging was performed and no abnormalities were observed. The rv lead was capped and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.